Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device was not returned for evaluation. Data logs were reviewed and no evidence of an ingestion event or sustained suction alarms were noted. It was noted that patient was experiencing hemolysis before impella was inserted. The root cause of the hemolysis cannot be determined as limited clinical information was given. G1-corrected MFR site name and address h6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction : ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿pt had evidence of hemolysis prior to impella but with impella implant it worsened. Even after adjustment of impella still concern for significant hemolysis. Pt had signs of anemia. Hf cardiology recommending removal asap as harm from hemolysis greater than benefit and he is considered not candidate for ECMO (extracorporeal membrane oxygenation), lvad (left ventricle assist device) or other advanced therapies.¿ it was reported that the patient/event has not recovered/not resolved.